Event description:
It was reported that a pt was unable to be transported from the mr signa table back to the operating room surgical table cause the release lever became disconnected to release pin. The plastic screw that held the rod to the pin snapped off causing the transfer board to become stuck on the signa table and unable to return to the operating room surgical table. The function of the release handle is to allow the transfer of the pt back onto the articulated operating room table, where the surgeon can then complete the surgical procedure. If the surgeon needs the pt to be in an articulated position in order to perform or complete the operation, then there is a risk to the pt because the ge operation compatible table cannot perform this function. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.